Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p06, that has a similar product distributed in the us, list number 08p05. The complaint investigation for false nonreactive alinity I anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Sensitivity testing was performed using an in-house retained kit of lot 62273be00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. In addition, the clinical sensitivity of the lot was evaluated by testing commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix, since architect anti-hcv and alinity I anti-hcv assays are equivalent. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I anti-hcv reagent, lot number 62273be00, was identified.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one donor. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2024, was 0.33 s/co. The hcv nat testing was positive. The sample was tested with a roche nat test and the result was positive. The sample was tested on an elisa platform, palitra, and the result was negative. The elisa confirmatory testing was positive (anti-core was positive). The elisa anti-hcv igm is positive. The sample was repeated, on (B)(6) 2024, on another alinity I analyzer, serial number (B)(6), and the result was 0.36 s/co. The customer indicated the products from the donor were destroyed and were not released. There was no impact to donor or patient management reported.

Manufacturer narrative:
Section b5 - describe event or problem was updated to provide additional information provided by the customer on 26sep2024.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one donor. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2024, was 0.33 s/co. The hcv nat testing was positive. The sample was tested with a roche nat test and the result was positive. The sample was tested on an elisa platform, palitra, and the result was negative. The elisa confirmatory testing was positive (anti-core was positive). The elisa anti-hcv igm is positive. The sample was repeated, on (B)(6) 2024, on another alinity I analyzer, serial number (B)(6), and the result was 0.36 s/co. The customer indicated the products from the donor were destroyed and were not released. There was no impact to donor or patient management reported. Additional results provided 26sep2024: the donor was recollected 4 weeks after the first donation and retested and the result was 17.26, repeat, on another analyzer, was 16.47 s/co.